Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that attempts to interrogate the device was unsuccessful during normal follow-up check. No device alerts were felt by patient and no sources of emi interference were noted. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of the inability to communicate with the device was found to be caused by a low battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limit. With a replacement battery attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.